Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker performed a lead safety switch (lss) on the associated non-bsc lead that changed the polarity from bipolar to unipolar due to out-of-range pacing impedance measurements. An lss is indicative of an underlying lead integrity or connection issue and typically does not require device replacement. However, this pacemaker was explanted and successfully replaced. No adverse patient effects were reported. This pacemaker has not been returned to bsc for laboratory analysis.